Event description:
Clinic notes were received that indicated the patient had been struggling with more seizures. It was reported that the patient had not missed any of their medications and has not been "ill." The patient can feel their vns turn on and their battery had 11-25% remaining. The patient had 25 auto-stimulations per day and previously had 31 auto-stimulations per day. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was prophylactically replaced. The explant facility historically does not return explanted products to the manufacturer; therefore, product return is not expected to date. No further relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient's seizures have increased "exponentially." No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain more information; however, no further relevant information has been received to date.